Manufacturer narrative:
Customer returned insulin pump for an alleged frozen display, keypad anomaly and cosmetic damage on november 10, 2022. The unit p-cap test and reservoir locked in place properly. The insulin pump powered up properly after battery installation. No frozen display noted. The insulin pump passed the displacement test, sleep current measurement test, active current measurement and self test. The insulin pump was monitored and no keypad anomaly or frozen display noted. Successfully downloaded history files and traces using thump software. Power management tool confirmed unloaded vlith voltage and loaded vlith voltage is within specs. The insulin pump passed the keypad voltage test. Insulin pump was cut open to perform visual inspection and found evidence of moisture ingress on the electrical board 1, motor and battery tube assembly noted. The following were noted during visual inspection: scratched case, cracked case (corner of belt clip rails) and cracked battery tube threads. In summary, customer alleged frozen display and keypad anomaly not confirmed. Cosmetic damaged confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported frozen display, damage to the spring in the battery compartment, buttons on the keypad were stuck and frequent calibration on insulin pump. No harm requiring medical intervention was reported. Troubleshooting was not performed, and the issue was not resolved; however, the customer will continue use of the device. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.